Manufacturer narrative:
The device. Was returned to olympus for inspection. A definitive root cause cannot be identified. Based on the results of the investigation, it is presumed that the probable cause of the burn to distal end camera cover is due to contact between the camera cover and an activated high frequency device (i.e. Electrode). A cause of the foreign objects that remain inside the device could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed in the device evaluation that the colonovideoscope exhibited a burn on the distal end camera cover, and foreign material in both the air/water cylinder and air/water channel. There was no patient involvement.